Event description:
Boston scientific received information that this device was explanted due to an infection. Dr. (B)(6). (B)(6), canada implant date (B)(6) 2012 explant date (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).